Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire medical that the avea ventilator shut off completely while on a patient. The customer confirmed patient involvement with the reported event and initiate manual breathing treatment with unknown patient injury or harm.